Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bricker procedure on uro-oncology, the device fell out. The staplers were not on the correct place and were dislocated. The event happen during the procedure but the device was not used in patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device fell out.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The loading units were received with some staples protruding from the proximal end of the loading unit. The knife blades and firing knobs of both loading units were advanced. No damage was noted to the knife blades. The firing knob of both single use loading units were retracted for functional testing. Both sulus were reset and loaded into a test instrument. The sulus and representative device were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bricker procedure on uro-oncology, the device fell out. The staplers were not on the correct place and were dislocated. The event happen during the procedure but the device was not used in patient. There was no patient injury.